Manufacturer narrative:
The axium prime coil will not be returned for evaluation as it was discarded by the customer; therefore, no definitive conclusion can be drawn regarding the clinical observation. Per the axium coil instructions for use (IFU): if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, ¿in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.¿ if information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment of a cerebral aneurysm, this coil would not able to detach and while removing from the patient it was detached. It was reported that this coil was the second coil in the procedure. The coil was removed by snare retrieval device. New coil was used to continue the procedure and completed successfully. No patient injury was reported.